Manufacturer narrative:
The initial MDR with manufacturing report number (3003442380-2024-21059), was submitted on 17-aug-2024. Upon receiving additional information, it was discovered that the lot number has been updated to 5385728. Correction: this MDR is being submitted to correct the submitted expiration date under d4 and manufacturing date under h4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary the information in this complaint (B)(4) has been evaluated for the malfunction code leakage from tubing or the interface between the tubing and the connectors (refers to connectors in both ends of the tubing). The batch 5385728 in question was manufactured at the reynosa site. Complaint investigation photo/sample was not provided. In order to test the product, the reference samples from the lot have been requested. Test results: the reference samples for the lot 5385728 have already been previously tested in the (B)(4) on 15/apr/2023. The reference samples were visually inspected. All test results were within specifications as per the test report database (B)(4) complaint test report. Functional leak test 1 according to work instruction (wi) version 2 on reference samples, 10 samples out 10 samples passed the test. Device history record (DHR) review: the packaging lot 5385728 was manufactured according to the wi version 71 manufactured in the line multivac 12, on 02/may/2022, with a total of (B)(4) units. The assembly lot 5387890 was manufactured according to the wi version 23 manufactured in the line assembly of quick-set, on 01/may/2022, with a total of (B)(4) units. The gluing tube lot 5387859 was manufactured according to the wi version 37 manufactured in the line pegado 4, 5 and 8, on 30/apr/2022, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 31/mar/2025 against malfunction code leakage from tubing or the interface between the tubing and the connectors and lot 5385728 and no other complaints have been registered in database for the same lot number and malfunction code. Conclusion summary of the related event: as a result of the following: no defect on tests for reference samples, no harm reported, no non-conformance (nc) raised during production, no other complaint received on the lot in question and malfunction code, no further actions are required. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: china.

Event description:
Reference number (B)(4). Event occurred in china. It was reported that the patient faced an event where infusion set leaked at the quick release. Pump was not dropped with set in place. No further information available.